Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, therefore, the root cause for the degeneration remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 29mm mitral pericardial valve, implanted one (1) year and two (2) months, was explanted due to mitral stenosis. This valve was originally implanted for mitral valve replacement emergently to correct mitral regurgitation secondary to torn annulus due to infective endocarditis. For implant, bioprosthesis was chosen as considering bleeding complications. At implant, risk for implant surgery was understood because it was a patient with dialysis and it was also emergent surgery. After one year and two months, stenosis was detected. This valve was explanted and replaced with non-edwards valve. Before explant, the surgeon predicted abnormal punnus could be covering the entire orifice of valve. However, at explant, leaflets were hardened and degenerated and leaflet motion was restricted. There was no mitral annular calcification observed. The surgeon did not expect this valve to be degenerated in this short time even though it was a patient with dialysis patient. Device will not be returned for evaluation due to infection.